Event description:
It was reported that a malfunction occurred with a pump, which displayed malfunction code 3-0x2095 and was not resettable. There was no information available regarding the customer¿s blood glucose level at the time of the event. The customer was informed about the need for pump replacement, given that the device was within warranty, and a replacement pump was arranged. Instructions were also provided for the return of the faulty pump. The customer declined to share their backup therapy plan to ensure insulin delivery continuity.